Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(6). Review of the most recent repair record determined the calibration and test cut could not be performed due to a damaged comb. The comb was damaged. The comb was replaced and resolved the reported issue. It was noted that the unit was last returned for service in (B)(6) 2018. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00808, 0001526350-2023-00809, 0001526350-2023-00810, 0001526350-2023 -00812. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the unit is not running correctly . The event timing was before surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available. Upon investigation, there was a damaged comb.